Event description:
It was reported that on 18 may 2024, a 23mm regent aortic mhv,flex c uff was selected for implant in 52-year-old patient who underwent aortic valve replacement surgery due to severe aortic stenosis. During the procedure, after the valve was successfully implanted, the valve leaflets could not be opened and closed very well due to the obstruction of the tissue structure under the valve leaflets. So the valve had to be removed and another bioartificial heart valve was reimplanted. The operation was finally completed, and the patient was in stable condition.the patient was put on warfarin and aspirin .

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during procedure the valve leaflets could not open and close very well due to the obstruction of the tissue structure under the valve leaflets. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing indicated the valve functioned normally. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.